Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient status post plate and screw implantation on an unknown date was discovered to have the plate broken in half, at the level of the third most distal combi hole (anterior hole) at the level of the va portion of the combi hole, approximately two months after implantation. Patient was returned to the operating room on an unknown date and the broken hardware was removed, the patient was re-plated. Hospital has no further information available at this time.